Event description:
On (B)(6) 2011, a response and the operative report were received from the surgeon. He indicated that the explant of the annuloplasty ring was not due to a malfunction of the device. The explant was due to recurrence of leaflet prolapse and was patient related. Per the operative report: the mitral valve is examined and the p2 prolapse is confirmed. This is clearly due to further and gradual elongation of the native chordae; removal of the previously implanted no. 32 physio annuloplasty ring. Three gore-tex neochordae fashioned as loops with a length of 19mm were then applied to a centrally positioned papillary muscle and secured with pledgets. The neochordae were then attached to the p2 segment of the posterior leaflet using 5/0 gore-tex. The prolapse is eliminated. The p1 and p3 junctions are supported by the previous gore-tex chords. The valve is tested and is already competent even though there is clearly some sclerosis of the anterior leaflet. The annulus is measured and also the length of the anterior leaflet and a no. 30 physio ring chosen. This is secured with multiple non-pledgeted 2/0 ethibond stitches. The valve is again tested and is fully competent.

Manufacturer narrative:
A report was received by our implant patient registry that an annuloplasty ring was explanted and replaced by a smaller size of the same model device after an implant duration of approximately 1 year 6 months. No additional information was provided. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Method: device not returned.

Manufacturer narrative:
In his response of (B)(6) 2011, the surgeon indicated that he was not aware if the device was available for return. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the surgeon indicated that the explant of this device was not due to a device malfunction but was due to a recurrence of leaflet prolapse which is patient related. The operative report was provided and supports these statements.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an 32mm annuloplasty ring was explanted after an implant duration of approximately 1 year 6 months (18.47 months) and replaced with a 30mm ring of the same model device due to unknown reasons.